Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps. The complaint of motor rate error was verified during occlusion testing along with information in the event log. The cause was isolated to worm coupling gear and was noted the part were ten years old. Action was taken to replace the worm coupling gear and preventative measure to update the motor mount. Other routine maintenance included : replaced counterfeit top case. Replaced damaged right and lefty plunger cases. Replaced leadscrew, clutch spring and right and left clutch halves and replaced the teflon washers with the delrin washer. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. Returned l-bracket with the pump.

Event description:
Information received a smiths medical medfusion syringe 3500 pump alarmed motor error while trying to replace motor. No patient involvement as event occurred during testing.